Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor disconnected from the ilet and the pump displayed prompts to replace the sensor despite the sensor having been newly inserted that morning, consistent with a cgm not paired and a sensor status error. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data to the ilet only. User support included guided troubleshooting and education, including reviewing alert history, toggling cgm type, restarting the pump, re-entering the pairing code, and advising a wait period for data to resume. Investigation of this case revealed an initial failure to maintain pairing between the g7 sensor and the ilet with a pump message indicating sensor replacement, consistent with a communication or pairing issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-pairing disruption or signal loss resolved through standard troubleshooting.